Manufacturer narrative:
No blank display, frozen screen during testing. Pump received with unresponsive keypad at all buttons. Unable to perform the displacement test and self-test. Pump was cut open to perform visual inspection and found corroded keypad traces at the left button. Thus, software was utilized and downloaded trace/history files properly. However, stuck button alarm was found in the history file on event date (B)(6) 2025 12:32:36.000, (B)(6) 2025 12:36:01.000, (B)(6) 2025 12:57:20.000, (B)(6) 2025 13:22:19. Pump was cut open to perform visual inspection and found moisture damage to the electronic assembly. The j1 connector on pcba1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, label damage. Blank display, frozen screen not confirmed. Stuck button alarm found in the history file and unresponsive keypad button due to corroded keypad traces confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a blank display, a stuck button alert, the pump was exposed to moisture damage and the screen was frozen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed for display issue, and the customer reported that the pump was submerged in water. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.